Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the image appears on the connected glidescope core 15-inch monitor and immediately freezes. Furthermore, the image displayed on the screen was distorted and a "jumble of colors." The procedure was completed using a backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The customer's glidescope core smart cable was returned to verathon for evaluation along with the glidescope core 15-inch monitor used during the reported event. A verathon technical service representative (tsr) evaluated the returned devices and was able to confirm the reported image issue. The customer's monitor passed both visual inspection and functionality testing with no issues found. Next, when evaluating the customer's smart cable, the tsr observed corrosion on the hdmi connector pins upon visual inspection. When connected to known, good, test verathon equipment and manipulating the connection between the smart cable and imaging device, the image would freeze, split, or cut out entirely. The customer's smart cable failed verathon's device functionality testing. The issue was isolated to just the glidescope core smart cable. Upon completion of verathon's device evaluation, the glidescope core smart cable was scrapped and replaced due to there being no repairs available and the glidescope core 15-inch monitor was returned to the customer. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion on the hdmi connector pins. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the smart cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.